Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 8 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc)/organ perforation and shortness of breath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 due to pulmonary embolism. Patient is alleging vena cava perforation, organ perforation, posterior strut adjacent to the l1 vertebral body, right lateral strut extending to the right retroperitoneal region. Patient notes and further alleges experiencing "shortness of breath". Per report from CT (computed tomography): "there is an ivc filter in place with the tip below the level of the renal veins. Inferior struts seen extending beyond the lumen with a anterior strut seen extending towards the anterior small bowel on axial image #72. There is a posterior strut adjacent to the l1 vertebral body. There is a left lateral strut extending towards the abdominal aorta without aneurysm axial image #72. Right lateral strut extending to the right retroperitoneal region."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta perforation, embedment, tilt. The additional information regarding aorta perforation/embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 8 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges device tilt, one medial strut perforates the ivc wall 11mm and is embedded in the aorta, one lateral strut perforates the ivc wall 15mm and is embedded in the right ureter, one posterior strut perforates the ivc wall 27mm and contacts the l3 vertebral body causing osteophyte formation, hook is embedded in the ivc wall, one anterior strut perforates the ivc wall 12mm and is embedded in the bowel. Report from CT (computed tomography): "the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted medially and posteriorly and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 27mm. One (1) anterior strut perforates the ivc wall 12mm and is embedded in the bowel. One (1) medial strut perforates the ivc wall 11mm and is embedded in the aorta. One (1) posterior strut perforates the ivc wall 27mm and contacts the l3 vertebral body causing osteophyte formation. One (1) lateral strut perforates the ivc wall 15mm and is embedded in the right ureter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified."

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.